Event description:
It was reported that during interrogation of the device an error message was observed and a device reset was suspected. A manual guided reset of the device was suggested. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.